Manufacturer narrative:
(B)(4). The patient was not harmed or injured as a result of the event. The covidien service engineer (se) inspected the device and was not able to duplicate the alleged malfunction. The se performed extended self-testing on the device and all tests passed.

Event description:
Covidien received information stating that, while in use on a patient a 980 ventilator generated a occlusion diagnostic message. The patient was removed from the ventilator and manually ventilated via an ambu bag and then placed on an alternate ventilator.